Event description:
No new information.

Manufacturer narrative:
The complaint of retraction issues could not be confirmed from the photo and 18g insyte autoguard device that were provided for investigation. The needle was received fully retracted within the safety shield. The IV catheter was not returned with the needle. The returned sample exhibited evidence of use. Due to the condition of the returned sample, the complaint could not be confirmed. The safety mechanism was reset and a functional test revealed that the needle fully retracted, and the retraction time was within specification. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no related issues with the manufacturing process. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing-related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
As per client, the nurse is able to access a vein easily but then the guard won¿t retract and the IV start is lost.